Event description:
There is no additional information available regarding this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete test. However, the cutter was returned to the customer and required replacement to be fully repaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the cutter was not cutting appropriately. No adverse events are associated with this malfunction. There was a delay in surgery of 2-5 minutes and the patient was under anesthesia during the delay. Due diligence is complete and there is no additional information available.